Event description:
The customer stated she exposed the insulin pump to an MRI scan a few months ago and has been experiencing low blood glucose since then. The blood glucose reading was 68 mg/dl during the call. The customer also stated there were missing segments on the screen of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.